Event description:
The customer reported a non-working etco2. There was no patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.